Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, an unspecified error code appeared on the aquabeam console regarding the handpiece (hp) and motorpack connection. The customer attempted troubleshooting by restarting the system and reseating the hp and motorpack, but the issue persisted, and the console stopped functioning. The motorpack was hot to the touch, and there was a burning smell. As a result of this issue, the treating surgeon decided to abort the procedure. There were no adverse health consequences for the patient as a result of this event.